Event description:
The complainant reported the patient was on impella 5.5 support and during support, the patient had blood in their stool post colonoscopy, care team is waiting for another bowel movement before increasing heparin. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. After 13 days on support, a placement signal not reliable (psnr) alarm occurred. The pump was not returned. Data logs recovered showed psnr alarms and controller error alarms during a 19 hour placement signal (ps) blackout period starting on 28apr25. Upon review of the data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial. Manufacturer device report number 1220648-2025-28506. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that there were placement signal not reliable alarms.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Vascular damage - peripheral vessel: after 11 days on support, patient had blood in stool post colonoscopy. The pump was not returned. There was no issue found during the case. The device functioned/operated to specification. Blood in stool is likely unrelated to impella function.